Event description:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female], lumbar pain [lumbar pain], itchy skin [itchy skin], periodontitis [periodontitis], loosening of teeth [loose tooth], sleep difficulties [difficulty sleeping], impaired memory [memory impaired], concentration difficulties [concentration impairment], itchy skin with patches [dry skin], deterioration in the quality of social, personal and professional life [impaired quality of life]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 20-may-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2016 she experienced periodontitis ("periodontitis") and loose tooth ("loosening of teeth"). Essure was removed on (B)(6) 2026. On unknown date she experienced pelvic pain (seriousness criterion intervention required), back pain ("lumbar pain"), pruritus ("itchy skin"), insomnia ("sleep difficulties"), memory impairment ("impaired memory"), disturbance in attention ("concentration difficulties"), dry skin ("itchy skin with patches") and impaired quality of life ("deterioration in the quality of social, personal and professional life"). The patient was treated with surgery (to remove essure). At the time of the report, the impaired quality of life had not resolved. The outcomes for pelvic pain, back pain, pruritus, periodontitis, loose tooth, insomnia, memory impairment and disturbance in attention were unknown. No causality assessment was received for essure with regard to periodontitis, loose tooth, memory impairment, pelvic pain, back pain, insomnia, disturbance in attention, pruritus, dry skin or impaired quality of life. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received, the investigation might lead to destruction of the sample if required to perform a proper analysis.